Event description:
I had an afib and pvc ablation performed at (B)(6) in (B)(6). During that procedure, the tip of the ablation catheter broke off and is now permanently lodged at the distal end of my pulmonary artery. It was not detected on the day of the procedure however. ~3 weeks post procedure, I had bronchitis (unrelated to the incident) and went to urgent care. The urgent care performed an xray, which showed metal in my lung. I left urgent care and went back to (B)(6) emergency room, where I was subsequently admitted determining the cause. My hospital stay was 5 days. They performed a number of tests including a bronchoscopy and a CT angiogram. The final conclusion was that the catheter tip, approximately 4mm broke off during the procedure and made its way into the pulmonary artery. Looking back at the films/xrays from the day of the procedure they were able to identify it moving out of my heart and into the pulmonary artery. Due to the location and risks involved with removing the metal, it was decided that the best path forward was to leave the metal in place, as the pa should encapsulate it and keep it from moving elsewhere.